Event description:
Additional information later received reported the outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving morphine 20.0 mg/ml; 3.027 mg/day via an implantable pump for non-malignant pain. Infusion mode was simple continuous and patient activation was activated. The programming date from the most recent refill prior to event was (B)(6) 2015. The date of the event was (B)(6) 2015. It was reported the patient experienced a potential granuloma overlying the pump. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2015 the patient reported a hard hot area above the pump and a small blister on the medial abdomen. The patient bent over the morning of (B)(6) 2015 and felt something "pop out" at pump site. There was a possible granuloma overlying the pump noted and wound breakdown of the medial aspect of the wound, thinning skin and purulent discharge. There was warmth at the pump site, some edema, no erythema or drainage and potentially some granulomatous tissue under the skin. There was some herniation of tissue at the site of the previous bleb. The tissue overlying the area was thin and tender to touch. On (B)(6) 2015 clindamycin was administered and the patient was instructed to "paint" the pump site with betadine twice daily pending explant. The pump was reprogrammed to decrease the medication in preparation for the explant. On (B)(6) 2015 the pump and catheter were explanted and not replaced. Surgical observation noted diffuse oozing after the pump was removed from the sutures. A small amount of fluid was noted in the pocket but did not appear purulent. The patient was administered oral hydrocodone on (B)(6) 2015. Upon examination on (B)(6) 2015 the wound edges were well approximated; no erythema, warmth, tenderness, fluid collection beneath skin or edema; small amount of clear fluid from posterior incision that was not cloudy or purulent. It was related to the device or therapy and not related to the implant procedure. The seriousness was indicated that it resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was ongoing.